Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. The patient was placed on antibiotics. The infection was not device or procedure related, and the cause was unknown. The patient underwent an ipg explant procedure. The explanted ipg was disposed. No further information was obtained despite multiple good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.